Event description:
On (B)(6) 2014, it was reported that there was a black spot on the display of the patient's infusion device that affected the values displayed on the device. It was also reported that the soft components of the up and down buttons was missing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture entered and caused damages to the electronic of the pump. The buttons were tested successfully and the functionality fulfills the product specification. The display is broken due to a mechanical impact however the broken display cannot lead to misinterpretation of the insulin amount. The problem mentioned by the customer is related to careless handling of the product.